Manufacturer narrative:
Product event summary: analysis confirmed the reported event; missing columns on lower screen. Analysis also found the lower case was broken, one bail cover was missing, one bail cover was broken, battery contacts were compressed, one bail was missing, and the keyboard window was scratched.

Event description:
It was reported display segments were missing on the menu display. It was also reported the lcd (liquid crystal display) had lines and was missing pixels. The external pulse generator was returned for repair. There was no patient involvement.